Manufacturer narrative:
H.6. Investigation: customer returned (2) bd safe clips (1 from lot # 7285551, 1 without the lot number on the product). Customer states that the safe clip needle clippers are clogged. Both returned safe clips were examined and both exhibited the cutting hole blocked with needles and other material. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. The DHR review revealed no deviation of the device specifications, product process and packaging specifications, the quality assurance testing procedures, sterilization specifications and customer specifications. All acceptance records demonstrate the device was manufactured in accordance with the device master record.

Event description:
It was reported that the safe clip was jammed with a bd safe-clip¿. The following information was provided by the initial reporter: it was reported safe clip needle clippers are clogged, and they are not filled but the needles will not go through the hole.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7285551. Medical device expiration date: n/a. Device manufacture date: 2018-01-25. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safe clip was jammed with a bd safe-clip¿. The following information was provided by the initial reporter: it was reported safe clip needle clippers are clogged, and they are not filled but the needles will not go through the hole.